Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized after being in a car accident. The customer was the driver, and was wearing the insulin pump at the time of the accident. However, the customer stated that the accident was not caused by her medication, insulin pump, or diabetes. The customer lost control of her car when she realized she was going the wrong way. The reported blood glucose reading was 200 mg/dl. Nothing further was reported.